Event description:
It was reported that a user who had just started using the ilet experienced prolonged hyperglycemia, with a glucose reading of 401 mg/dl, after reporting infusion site issues that likely prevented delivery of the full mealtime dose. Symptoms included feeling unwell consistent with hyperglycemia. Outcomes included the need for clinical management support. Investigation included troubleshooting and education for managing high glucose. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, with site-related delivery issues suspected but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.